Event description:
When invasive pressure transducer is connected to sc6002 and zeroed, the pressure values will drift negative by 10 to 30 mmhg within a few mins. Also, during transport, the digital values become erratic while waveform remains stable.